Manufacturer narrative:
Additional information was added: correction: the initial date received by MFR is 2/28/20. The lot was manufactured from july 19, 2019 - july 22, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multirate infusor under infused. The device completed six (6) hours earlier than the expected infusion time. The rate of the unspecified infusion was 5ml/hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.